Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 99% stenosed right coronary artery. Pre-dilatation was performed with a 2.0 x 15 mm unknown balloon catheter. A 3.0 x 23 mm xience prime stent delivery system was advanced to the lesion and deployed when a proximal edge dissection occurred. A 3.0 x 15 mm xience prime stent was deployed to successfully treat the dissection. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.